Event description:
The customer obtained a non-reproducible higher than expected vitros total b-hcg ii result (1,552.2 miu/ml) for a single patient sample processed on the vitros eciq immunodiagnostic system. An expected value of < 2.39 miu/ml was obtained upon repeat analysis. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, and it is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros total b-hcg ii result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest an instrument malfunction occurred. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations for minimum clotting time. A definitive root cause could not be determined. However, pre-analytical sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.